Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, pause episodes were observed due to undersensing. Further information was requested and not yet received. The patient was in stable condition.

Event description:
The device was successfully reprogrammed.